Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited high pacing threshold. Additional information was obtained from the field representative indicating that dislodgement was confirmed through an x-ray. In addition, high threshold was first noted after the initial implant. This rv lead was repositioned. No additional adverse patient effects were reported.